Event description:
Patient in clinic for regular outpatient vad clinic visit. Attempted to download data from hmii system controller to system monitor. Message that data could not be retrieved. Tried alternate pm and patient cable - unable to retrieve data. Contacted thoratec, who advised changing the system controller. System controller changed and connected to system monitor. Data from new system controller was retrieved and recent history was correct.